Event description:
The customer reported that the duckbill valve on disposable manual resuscitator ii has slipped free during its use on a pt. This condition could potentially allow rebreathing to occur on the pt. Three disposable manual resuscitator bags were involved. The customer has reported that no pt was injured, however medical intervention was required. This report is not an admission by nellcor puritan bennett that this device/component caused or contributed to the event alleged in this report.